Event description:
Customer alleges false negative troponin I (tni): on (B)(6), patient had chest pain, ran whole blood edta on car panel and at 8:10 am got tni <0.05. Sample from same draw was run on dimension rxl and was 0.23. Patient was transported to "baptist" where at 11:26 a sample was run on vista with a tni result of 59. At 20:20 tni on vista was >200. Cut off on triage 0.4. Gray zone on rxl and vista is 0.05 - 0.5, with 0.5 being suggestive of myocardial infarction. Kit stored refrigerated but enough devices are set aside at room temperature.

Manufacturer narrative:
Product support observations for tni recovery follow: no low bias or false negative tni results were observed. No error codes were observed. All data points with cal z were negative as expected. All data points with cal h were within the manufacturing 2sd range, with a % recovery of 85%, within the final release specifications. The customer complaint of a false negative result was not observed. Product support did not observe any low bias or false negatives tni values with the positive control samples. Product support tested two normal (healthy) whole blood (edta) donors and all values received were less than 0.05 ng/ml for tni, no high bias or false positives were observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support tested cardiac lot w49677 with cal h (pos control), cal z (neg control) and two whole blood donor samples. Observations were for tni recovery. No false negative results were observed with cal h and no false positives were observed with cal z or whole blood donors. No sample was returned by customer for further analysis. Unable to rule out sample specific interference that is known to affect analyte recovery. (B)(4). No corrective action required at this time as no product deficiency was established.